Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Image available from the field appeared to show device deformed in bulbous formation. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 30mm amplatzer pfo occluder was selected for implant on 13 november 2023 using a 9f amplatzer trevisio intravascular delivery system. During implant both left and right discs took on bulging shapes. The device was removed and replaced with a new 30mm amplatzer pfo occluder, which was implanted successfully. There were no interactions with cardiac structures nor were there any angulations or kinks noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. There were no adverse effects to the patient. The patient status is noted as fine.